Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
Microsensor placed in the or because patient had elevated icp while under anesthesia during a surgery. In the ICU, the nurse noticed that there was a ¿crack¿ in the microsensor wire. She notified the neurosurgeon. Dr. (B)(6) believes it was a defective product and would like an evaluation performed. (B)(6) 2014, additional information explained no csf leak to my knowledge. Md explanted microsensor after the fracture was noted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: device received in two pieces. Catheter material stretched and broken. Internal catheter wires exposed and broken. No testing possible. Mfg. Date: 8/20/13. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.